Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is not device related.

Event description:
The kinemax tibial insert would not fit into the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.